Event description:
It was reported by a customer in the USA that, the 840 ventilator was inoperable. Although requested, it is unknown if there was patient involvement when the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).